Event description:
It was reported that during a da vinci assisted cholecystectomy procedure, the patient experienced bleeding that required surgical intervention. While the cadiere forceps instrument retracting the gallbladder was noted to have a broken wire, the surgeon noted that the bleeding was anticipated and reported as negligible. The bleeding was resolved by using a maryland bipolar forceps instrument for cauterization; transfusion of blood products was not required. The surgeon stated that the event was not caused by a malfunction of a da vinci system, instrument, or accessory.

Manufacturer narrative:
Based on the information provided, the cause of the customer reported complication cannot be determined although the surgeon believes the bleeding was anticipated, and unrelated to a malfunction of a da vinci system, instrument, or accessory. Intuitive surgical, inc. (Isi) did receive the 6mm cadiere forceps instrument to perform failure analysis (fa) investigations. The instrument was found to have a dislodged cable crimp at the constraint wrist and joggle cable 9. The instrument cable crimps at the end of the wrist cables, tend to slip, causing the cable to appear broken. A review of the provided image revealed the following additional information: the instrument was confirmed as an sp cadiere forceps with a dislodged cable crimp protruding from the instrument shaft.